Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) .

Event description:
The patient reported that their implantable cardioverter defibrillator (ICD) malfunctioned. The patient stated that they went to the medical center and had the ICD checked for the first time since implant where it was confirmed that the ICD had malfunctioned. The patient further stated they had a similar incident a few months later but it was treated as a non-issue. Follow up yielded no further information. The ICD remains in use. No patient complications have been reported as a result of this event.